Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that the transducer protector popped off the venous side during a patient¿s hemodialysis treatment. The event occurred 15 minutes into the treatment. It was reported that the transducer protector was exchanged and the patient¿s treatment was completed on the same machine with new supplies. The patient's estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of the reported event. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.